Event description:
It was reported that the stent failed to fully expand. A 6x100, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. A contralateral approach was used to access the 100% stenosed target lesion that was severely calcified and located in the severely tortuous superficial femoral artery with a vessel diameter of 6mm. The eluvia was deployed, but the radial force was not enough to treat the lesion. The stent was not fully expanded. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the stent failed to fully expand. A 6x100, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. A contralateral approach was used to access the 100% stenosed target lesion that was severely calcified and located in the severely tortuous superficial femoral artery with a vessel diameter of 6mm. The eluvia was deployed, but the radial force was not enough to treat the lesion. The stent was not fully expanded. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Correction: h6 evaluation conclusion codes.